Event description:
The complainant alleged that during a routine shift check by a clinician they were unable to adjust the permanent pacemaker rate below 70 ppm. The complainant indicated there was no pt involvement with this event.